Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinical study patient implanted with a cardiac resynchronization therapy defibrillator (crt-d) system developed an infection at the percutaneous endoscopic gastrostomy (peg) site. Cultures were taken and confirmed positive for bacteria. The patient was placed on hospice care and passed away four days following the onset date. The patient's medical history was significant for multiple co-morbidities.